Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt received alarms while connected to the power module. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The report of intermittent audible beeps was confirmed during analysis. A conductor within the white power cable was found to be damaged, which interrupted normal system functions during analysis. A review of the device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.